Manufacturer narrative:
The delivery device was returned to b+l and is currently under evaluation. Investigation of this event is progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed intraoperatively from the pt's eye due a torn optic noted during insertion. The incision was enlarged to remove the lens and another lens was implanted successfully. Please reference MDR # 1119279-2013-00316 for the intraocular lens.